Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead was discovered dislodged after a rv lead reposition post-op on (B)(6) 2018. The lv lead was successfully repositioned on (B)(6) 2018.

Manufacturer narrative:
This lead was taken out of service on 14-feb-2020 and replaced with an abbott lv lead per abbott. No further information could be gathered. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was taken out of service on (B)(6) 2020 and replaced with an abbott lv lead per abbott. No further information could be gathered. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.